Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin and removing air from the cartridge several times. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge and to perform the air removal step one time per user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned